Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, damage was observed to the device air detector and upstream occlusion sensor, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector and upstream occlusion sensor were replaced, and the device passed all testing.

Event description:
It was reported that when batteries were installed, the pump does not power on. The event occurred during testing. Additionally, the investigation found damage to the device air detector and upstream occlusion sensor, an issue that could result in a hazardous situation, therefore making this investigation reportable.